Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred and the patient expired. The target lesion was located in the heavily calcified artery. When a synergy ii stent was inserted, a dissection occurred. The patient was coded and revived but later expired in her room.